Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the 10 year old device was not working. The prosthesis was not pumping up to full capacity due to fluid loss. It was unknown as to where the leak was, and it was report that the patient had no ill effects from the malfunction. The device was explanted and replaced with another inflatable prosthesis.